Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The lead was received with blood on the helix. The helix was cleaned in preparation for helix extension/retraction and length testing. Extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, there were multiple attempts to place the lead. The physician was worried about tissue in the lead¿s helix and removed the lead. There was no tissue in the helix; however, the physician requested a new lead. The new lead was implanted. No patient complications have been reported as a result of this event.